Event description:
It was reported via scientific article "vagus nerve stimulation for symptomatic generalized epilepsy: a study" (labar, et al.), that the pt experienced an infection at the incision site one month after implant surgery. The pt required surgical debridement and was treated with intravenous antibiotics, after which the infection resolved.